Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had a hysteroscopy (just my tubes taken out with the coils)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bone pain ("collar bone area up by my shoulder hurt so bad") and musculoskeletal pain ("collar bone area up by my shoulder hurt so bad"). The patient was treated with surgery (coils removed). Essure was removed. At the time of the report, the medical device removal, bone pain and musculoskeletal pain outcome was unknown. The reporter considered bone pain, medical device removal and musculoskeletal pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, bone pain and musculoskeletal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had a hysteroscopy (just my tubes taken out with the coils)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bone pain ("collar bone area up by my shoulder hurt so bad") and musculoskeletal pain ("collar bone area up by my shoulder hurt so bad"). The patient was treated with surgery (coils removed). Essure was removed. At the time of the report, the medical device removal, bone pain and musculoskeletal pain outcome was unknown. The reporter considered bone pain, medical device removal and musculoskeletal pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal, bone pain and musculoskeletal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.